Manufacturer narrative:
Citation; murakami a, et al. Stent fracture immediately after placement of promus element stents to a severely tortuous right coronary artery. Jikeikai medical journal. 2015; 73-78. Event date: (B)(6) 2013. If implanted, give date: (B)(6) 2013. (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-00869. Event was captured based on literature review. It was reported that stent fracture and in-stent restenosis occurred. In (B)(6) 2013, the patient had de novo angina with exertion. Multislice computer tomography identified severe triple-vessel disease with severely tortuous lesions in the right coronary artery (rca). Considering multiple risk factors including the patient¿s familial hypercholesterolemia, a surgical operation with a coronary artery bypass graft for complete revascularization was recommended. However, the patient refused the coronary artery bypass graft procedure, and upon his request, percutaneous coronary interventions (pci) was planned. In (B)(6) 2013, pci of the rca was performed with the buddy wire technique. The accordion phenomenon was observed during the procedure. The lesion length was estimated with quantitative coronary angiography and was shorter than that measured after the stenting procedure. A 3.0x38mm promus element stent was placed in the distal rca. Post deployment angiography and the intravascular ultrasound (ivus) assessment showed the necessity of additional stenting for the severely tortuous proximal lesion. A second 3.0x32mm promus element stent was placed in the mid rca overlapping the previous stent. Then stent fracture (disruption) was observed. An unknown balloon catheter was advanced, but could not pass through the site of stent fracture in mid rca. After being inflated at the proximal site inside the stent, the balloon could be passed through to distal rca. Indentation was observed at the site of the torturous lesion. The ivus assessment showed the lack of a circumferential stent strut, with the bare area fully covered by the longitudinal struts, and a lack of the strut partially for more than half of the circumference. The final angiogram showed that the angulation of the rca was changed before stenting. In (B)(6) 2013, the stent boost visualization technique was performed with the imaging of 18 ordinate frames before pci of the left coronary artery, which revealed two types of stent fracture (disruption and tear). From the motion of the stent and the native coronary, the stent fracture would have been formed by longitudinal compression and elongation as it conformed to the tortuous lesion. In (B)(6) 2014, follow-up secondary angiography was performed to determine if asymptomatic in-stent restenosis had occurred. Intermediate stenosis at the mid-portion of the promus element at the severely tortuous site was observed. The tortuosity and angulation of the rca were greatly resumed. The diameter of stenosis was 42%, and the total stented lesion length was 64.2mm. Complex stent fracture, such as avulsion, was not observed with angiography. During the 2-year follow-up period in (B)(6) 2015, the patient did not experience any clinical chest symptoms as an outpatient.